Event description:
On (B)(6) 2012, at (B)(6) center, (B)(6), the customer reported that for hl-20, mrc 20-153 (model number: mcp0.0702643, serial number: (B)(4)) they received an "epoa" error code. Reference: (B)(4) and (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The service technician verified the error and found that the pin connectors had electrical shorts. The problem was traced to the system control panel (scp), which needed to be cleaned. The unit was then reassembled and tested, meeting the factory specifications. The unit was not returned to the manufacturer. Reference: (B)(4).